Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the lead exhibited poor sensing and no capture. Fluoroscopy was inconclusive. When the pocket was opened, fluid aspirated from the pocket and the physician suspected infection.

Manufacturer narrative:
Analysis was normal. No anomaly found.